Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of hardware failure could not be confirmed. CAPA has been initiated for this issue.

Event description:
Consumer contacted dexcom to report a hardware error code from the receiver. The consumer did not report any medical intervention or injuries.